Event description:
Customer reported with an issue of compromised image, an error b30 (scope communication error and an error e216 (scope communication error). The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device return evaluation was completed . The customer complaint of compromised image, error b30 and error e216 was not able to be reproduced. However, the following findings during inspection were noted on the device: the curved rubber (bending section) adhesive part is missing. There are curved rubber scratches caused by external factors. The bending angle is insufficient due to the elongation of the angle wire. Due to the looseness of the insertion pipe, there is rattling at the connection between the insertion pipe and the operation part. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem with the system. Olympus will continue to monitor field performance for this device.